Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative reported that when the mobile view station (mvs) interface cable was plugged into the imaging system to connect the j7, the power factor controller (pfc) board made a strange noise. All the lights on the charger boards were on and the power out of the charger boards at j7 was correct. The fan on the pfc board, the green charge light, and the x-ray scroll bar lights did not come on. Fuses f3 and f11 were checked and found to be working. The medtronic representative changed the motor battery charger board. After changing the motor battery charger board the green charge light and the x-ray scroll bar lights came on but the pfc board did not and it was still making a strange noise. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the pfc board and the motor battery charger were replaced. The replaced parts were sent to the manufacturer for part analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the pfc board and the motor battery charger. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that when the mobile view station (mvs) interface cable was plugged into the imaging system to connect the j7, the power factor controller (pfc) board made a strange noise. All the lights on the charger boards were on and the power out of the charger boards at j7 was correct. The fan on the pfc board, the green charge light, and the x-ray scroll bar lights did not come on. Fuses f3 and f11 were checked and found to be working. The medtronic representative changed the motor battery charger board. After changing the motor battery charger board the green charge light and the x-ray scroll bar lights came on but the pcf board did not and it was still making a strange noise. No patient was present during the time of the reported incident. An onsite inspection was scheduled for a later date.